Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the subject device and identified the following: a visual inspection on the received condition. The customer did not return any distal caps for testing; therefore, mq used an unopened, test single-use distal cover (maj-2315, lot h1120) for the inspection. The maj-2315 single-use distal cover was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover securely attached to the distal end, which was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover as is stated in the quick reference guide. Additionally, the seam at the top of single-use distal cover showed no damages (no cracks or voids) after placement onto the distal end. The evaluator gently pulled and twisted the distal cover to verify that the part did not slip or come off. The forceps elevator fully manipulated in the up direction without any signs of catching, or obstruction. The hook at the distal end has a slight indentation but is not sharp. Also identified were scratches on the distal ring, which are not sharp. After verifying that there were no issues with the single use distal cover, the evaluator manually removed the cover from the scope according to the maj-2315 instructions guide, without any difficulties. The video scope passed the cosmo leak test (+.0). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Mw u/f report (B)(4): the customer reported at the end of a therapeutic ercp, while removing the endoscope from the patient, the distal cover fell inside the patient. The surgeon made multiple attempts to retrieve the distal cover from inside the patient. Inserted a different endoscope to try and locate the distal cover multiple times but was unable to locate it. The intended procedure was successfully completed using the same devices. There was approximately a five (5) minute delay in the procedure due to the malfunction. The patient was discharged and it is unknown if the distal cover was passed out of the patient. The endoscope and distal cover were inspected prior to use and no issues were identified. No anti-fog agents or chemicals were used. The facility confirmed the distal cover was securely attached to the endoscope before use and no damages were identified on the distal cover. Three (3) events reported by facility as follows: for event 1 of 3, see (B)(4). For event 2 of 3, see (B)(4). For event 3 of 3, see (B)(4). This is event 3 of 3 from the facility and includes 2 reports: (B)(4): maj-2315. H1y30. (B)(4): tjf-q190v, 2124607.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the distal cover likely came off the subject device easily due to the following: 1. Temporary irregularity such as adhesion of foreign material to the distal end occurred after inspection of the device prior to use. 2. Physical stress was applied to the cover after attached to the subject device and inspected. 3. Unexpected stress such as load of friction by twisting, pushing, and pulling the cover in body cavity was applied to the distal end during the procedure. Olympus will continue to monitor field performance for this device.